Event description:
A director of surgical services reported that a surgeon had three patients with intraocular lenses (iol) that had to be repositioned due to the iol being dislocated. In a follow up, the surgeon reported there was no issue with the iol. A surgical technician damaged the iols during the folding process. The surgeon reported the iol for this patient was not dislocated, but the haptic was out of the bag. The surgeon moved the haptic back into the bag during an additional procedure. The surgeon reported the event has resolved. There are three medical device reports associated with this event. This report is for the first patient.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/02/2010, 02/03/2010, and 02/15/2010 by phone, fax, and mail. A completed questionnaire was received on 02/16/2010. (B) (4). (B) (4).